Event description:
The main body graft was introduced via a left sided introduction. Access through the vessels was very difficult due to the tortuosity and the pt's anatomy. The pt did not fit the standard inclusion/exclusion criteria for the placement of the zenith endovascular graft. However, the deployment of the device went well, although the aortic neck was characterized by a bend that was greater than sixty degrees. Due to the extreme tortuosity of the vessels, the physician placed another MFR's graft within each of the iliac leg grafts. The placement of these grafts were planned prior to the procedure due to the tortuosity in the common iliac arteries. During the post angiogram, the physician questioned the placement of the proximal portion of the main body graft at the left renal artery. The physician felt that the left renal artery was being impinged upon by the upper portion of the main body graft. The left renal artery was cannulated and stented with another MFR's stent. Final angiogram viewed good flow through the renal arteries and patency in the iliac leg grafts.